Event description:
It was reported to philips that the device's battery pca had bent pins. There is no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device's battery pca had bent pins. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the battery pca needed to be replaced to return the device to working condition. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician discovered j7 was bent. All remaining spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j6) were found to be in normal shape and condition. Upon conclusion of the evaluation, the battery pca was found to be faulty due to a bent pin on the connector j7. Following the evaluation, the battery pca was scheduled to be archived. The battery pca was replaced and the device passed all performance assurance testing. Upon conclusion of the investigation by the philips field service engineer (fse), it was determined this was a malfunction of the battery pca. The device remains at the customer site.